Event description:
It was reported that the implantable neurostimulator (ins) was flipped. The battery status was at 75% with the patient programmer. It was noted that they were not able to couple with charging system. There was no communication with the recharger and the patient was unable to charge. It was noted that the pocket was loose. The device was determined to be flipped. The patient was scheduled to come in the week following the date of this report to try and flip it back. It was further noted that the patient was instructed to try different positions and also to gently roll the device to see if they could flip it back. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).